Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
Pt three years status post prodisc-c two level implantation, levels c4-c5, c5-c6, on (B)(6) 2009 returned to surgeon complaining of recurrent neck pain with upper extremity radiculopathy. Pt was returned to operating room on (B)(6) 2012 with both implants being removed. Pt was revised to acdf at c4-c5, c5-c6. This is two of two reports for this event.